Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 1 of 2. Consumer reported upon removal of a super absorbency tampon the string separated from the pledget. Upon manual removal of the pledget from her vaginal cavity, it fell apart. The consumer did note that upon removal, the pledget was on the drier side. She was able to manually remove any remaining pledget pieces. She did not seek medical attention and she did not experience any adverse health effects.